Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported when the nurse opened the door of the pump module, the tubing had a bubble in it. It was reported that the pump had not alarmed. Insulin was infusing at the time of the event. There was no report of pt harm or medical intervention. No additional info was provided.